Event description:
It was reported that the user experienced recurrent low blood glucose around the same time of day after a recent illness, and they treated a recorded glucose value of 61 mg/dl with oral glucose per blood glucose questionnaire; troubleshooting and education were completed, and there were no device alerts or alarms. Symptoms included hypoglycemia. Outcomes included no long-term impairment. Investigation included technical review of available information. Investigation of this case revealed no device malfunction or component issue based on the absence of alarms and successful resolution with standard treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.